Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support who guided them through several troubleshooting steps, including inspecting and cleaning the pump's components. Initially, the customer was unable to load the cartridge successfully, but with guidance, they managed to fill and load a new cartridge, allowing them to resume insulin delivery.